Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of throat infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected juvéderm® volift¿ injection on the lips and juvéderm® volux¿ injection on the jawline area and chin area over a month ago. 10 days ago, swelling occurred and patient got a throat infection, deemed not related to the device. Patient was advised to take antibiotics and steroids 20 mg for 3 days, but swelling is still there. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00541 (allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿.